Manufacturer narrative:
B3 - date of event updated per additional information received.

Event description:
Additional information received indicates that the patient felt that the therapy was not as good as it was during the trial.

Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the returned lead found no physical anomalies, it passed end to end continuity, inter-channel continuity, and impedance testing. The returned lead exhibited normal device characteristics during analysis.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics were inconclusive for any anomaly. As such, surgical intervention took place on (B)(6) 2020 wherein the entire system was explanted to address the issue.